Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to mishandling by the customer, or wear damage associated with usage of the device over time. However, this could not be further specified. As there was no information received of clear and definitive misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. As a result of confirming the instruction manual and labelling on the product, there was no abnormality that leads to the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to a crack on switch box, water tightness is lost; suction cylinder has discoloration; due to deformation of scope connector, water tightness is lost; scope connector has corrosion; plate has corrosion due to water leakage; identification cover has corrosion due to water leakage; due to damage on ultrasonic probe, the number of missing element exceeds the standard value; due to damage on acoustic lens (damage level; does not reach to the glue-layer), displayed ultrasound image is defective; there is a gap between acoustic lens and ultrasound probe; due to damage on acoustic lens (damage level; does not reach to the glue-layer), displayed ultrasound image is defective; adhesive on bending section cover or distal sheath rubber has a crack; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; and due to wear of forceps elevator wire, the forceps raising angle does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.